Event description:
Operator reported analyzer leaked from the ise drain port onto the floor. No operator was harmed as a result of the leak and patients were not running on this instrument. The field service rep determined a broken tube to be the cause and replaced the waste tubing. Performance tests performed which were within specification.